Event description:
Allegedly, revised due to neck fracture. Patient slipped, started to do a split, and put all his weight on that hip. Patient's arm was broken in the fall.

Manufacturer narrative:
Device #1 of 3: investigation is not complete. Trends will be evaluated. To date, product has not been returned for evaluation. The event device code is addressed in the package insert. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This is the same event as 1043534-2009-00384, 00385. This report will be updated when the investigation is complete.